Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 44 mg/dl; cause was unknown. Reportedly, customer consumed glucose tablets and orange juice to address the low bg. Reportedly, customer continued to use the pump for insulin therapy.